Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone.

Event description:
Reported increase in trend of false positive sars and flu b results. Unknown if the results were confirmed. Confirmation method(s) not provided.